Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved-unable to establish contact with customer.

Event description:
Consumer reported complaint for error message (e-3). Daughter is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix air meter. The customer does not know their expected blood glucose test result range. Customer is using the true metrix air meter for the first time. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/17/2025 and open vial date is 04/12/2024. The meter memory was not reviewed for previous test result history.